Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trend were noted for complaints. There was a nc identified as associated with this lot; however, the issue in the nc (nc-002922) would not be associated with issue reported in the complaint. Devices met specification prior to release.

Event description:
According to the available information the tensioning string broke. A new device was implanted. No adverse patient events were reported.